Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned and analysis revealed the distal conductor of the lead was extrinsically over-rotated. Visual summary analysis of the lead indicated damage at implant. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead was attempted but not used because the physician was having trouble screwing in and screwing out the lead. The rv lead was successfully replaced. No patient complications have been reported as a result of this event.